Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) was deactivated due to cuff erosion. The cuff was explanted. No information about the patient's outcome was provided.